Manufacturer narrative:
Expiration date: unknown due to lot number being unknown. UDI: unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to lot number being unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the entire angio-seal device was still in sheath when it was pulled out. The anchor never came out of the sheath. The patient was in stable condition. Manual compression of groin was performed and deployment failed. There were no other devices or equipment used with the reported product. Additional information was received 18september2019: the procedure performed was a lower extremity angiography using a 7fr sheath. Manual compression was used to gain hemostasis and no issues were reported. The access site was visualized during runoff. Access was uneventful.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update device evaluated by MFR and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for product evaluation. The device was returned mated with the hemostasis sheath. The arteriotomy locator was returned as well. The hemostasis sheath was found to be mated with the carrier tube assembly and the deployment sleeve was in the full rear lock position with color bands fully exposed. Upon microscopic inspection of the tip of the sheath, it was revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was conducted. The deployment sleeve was moved in the full forward lock position. Upon this movement, the carrier tube was kinked and folded over itself between the hub of the sheath and the cap of the tube. Then, the sheath was carefully separated from the deployment sleeve. The bypass tube was found properly secured over the anchor. There were no anomalies noted with the anchor. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. A slight resistance was experienced upon pulling the anchor. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device cap was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.